Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 2 years and 8 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2017, approximately 2 years and 8 months post-implant, the patient was found down on the floor at home, with the pump driveline disconnected from the system controller. Emergency medical services reconnected the driveline to the system controller. The patient was admitted to the intensive care unit, and had reportedly suffered brain damage. The system controller log file reviewed by a representative of the manufacturer¿s technical services team revealed multiple pump stoppages. The patient's implantable cardioverter defibrillator had recorded 14 electrical shocks for ventricular tachycardia during the same time period that the driveline was disconnected. It was unclear if the tachycardia occurred before or after the driveline was disconnected. The patient did not recover and expired on (B)(6) 2017. No additional information was provided.

Manufacturer narrative:
Device evaluation: although the report of driveline disconnection, pump stops, and driveline faults was confirmed via the submitted system controller log file, the cause could not be conclusively determined through the evaluation of the returned portion of the driveline. The submitted log file captured multiple driveline faults and pump stop/speed drop events while the patient was connected to battery power on (B)(6) 2017. The driveline was disconnected on (B)(6) 2017 through the end of the log file, resulting in pump stoppage. It should also be noted that phase 3 was attenuated during all of the driveline fault alarms. The patient's driveline was severed at the exit site and approximately 29.5 inches of the external portion of the driveline was returned for evaluation. Visual inspection of the wires did not reveal any evidence of damage to the wire insulation or the inner conductors. Electrical continuity and hipot testing of the driveline segment did not reveal any areas of damage that would have contributed to the reported event. Based on previous experience, the events captured in the patient's log file appeared consistent with a potential driveline issue; however, the evaluation did not identify a device-related issue that would have contributed to the confirmed driveline fault alarms or interruptions in pump function. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: after the expiration of the patient, the hospital team cut the driveline at the exit site and returned it for evaluation. The entire pump was not explanted.